Event description:
There was an allegation of questionable etoh2 ethanol gen.2 results for 1 patient plasma sample on a cobas 6000 c (501) module. On (B)(6) 2024, the initial etoh result was 60 mg/dl. The patient's doctor questioned the result as the patient denied consuming alcohol. The sample was repeated on another c501 analyzer and the result was 0 mg/dl. The repeat result was deemed correct. On (B)(6) 2024, the sample was tested on the initial analyzer again and the result was 10 mg/dl. The sample was repeated on the second c501 analyzer and the result was 0 mg/dl.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found that the vacuum pressure was low and found a build-up at the vacuum tubing near the joint vacuum gauge at the vacuum tank. The fse performed decontamination on the rinse mechanism and solenoid valves, inspected the rinse tubing at the rinse mechanism, checked rinse volumes, and performed mechanism check and a precision test successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.